Manufacturer narrative:
The exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of 17feb2023. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a0501 captures the reportable event of handle cannula detach. Impact code f2301 captures the reportable event of hemostats used to pull the wire and break the stone.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During procedure, a trapezoid basket was used in an attempted lithotripsy; however, the handle cannula detached from the handle. Hemostats were used to pull the wire and break the stone and completed the procedure. There were no patient complications reported as a result of this event.